Event description:
It was reported that customer seemed to "lose pressure during insulin delivery when insulin was running low". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.